Manufacturer narrative:
H3 - device evaluation: lens was returned in liquid, in microcentrifuge vial. Visual inspection found one of the haptics torn. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Pt info: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -12.5/2.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault, elevated iop and significant reduction of irido-corneal angles. This explant resolved the problem. Cause of this event was unknown.